Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported to experience shooting pain in her head and an electrical static sound after having passed magnetic security sensors in a shop. Since this incident, the user can hear only distorted sounds on the left side, experiences episodes of tinnitus and brain fog, feels constant pain above the left eye and cannot wear her glasses or brush her hair properly on that side. Moreover, the implant swiches itself on and off automatically. The plan is to recess the implant and check the coupling.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This goes in line with the recipient report as the device was explanted due clinical surgical reasons, namely symptoms of pain, swelling, and sensation of heating which could point towards an implant site infection, but there is not enough evidence available to us to confirm this. Review of device sterilization records shows that the device was subject to a valid sterilization process. Because of this and the timing of the symptoms, it is unlikely that the device was the source of a possible infection. Furthermore, the recipient reports electric static sound when passing through a security sensor, which is a known risk of vorp and would be temporarily present while passing through a security sensor. Further reported symptoms of tinnitus, brain fog and pain above the left eye, may be an unrelated medical issue, but with the limited available information, it is not possible to assess. This is a final report.

Event description:
The user reported to experience shooting pain in her head and an electrical static sound after having passed magnetic security sensors in a shop. Since this incident, the user can hear only distorted sounds on the left side, experiences episodes of tinnitus and brain fog, feels constant physical pain above the left eye and cannot wear her glasses or brush her hair properly on that side. The pain is felt even when the audio processor is not worn. Moreover, the implant switches itself on and off automatically. The plan was to recess the implant and check the coupling. Finally, the user has been re-implanted with a new device. The device was still functioning prior to being removed. Despite being requested no further information has been received for this case.